Manufacturer narrative:
It was determined that this event is a duplicate of the event contained in report number 9614453-2017-00894. To this end, all subsequent information received will be submitted under report number 9614453-2017-00894 rather than this report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID neu_unknown_lead, implanted: (B)(6) 2005, explanted: (B)(6) 2017, product type: lead. Product ID: neu_unknown_lead, explanted: (B)(6) 2017, product type lead. Product ID neu_unknown_ext, explanted: (B)(6) 2017, product type extension. Product ID neu_unknown_ext, explanted: (B)(6) 2017 product type extension.

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for depression. It was reported that both of the leads and extensions were explanted and replaced for a system modification. No outcome regarding the issue was provided. There was no known impact or consequence to the patient.